Event description:
The dealer stated, the patient sat on the rollator seat while at the pharmacy. The support bar broke in two places. The dealer believes the break started at the weld. The patient did not seek medical attention, however, the pharmacy staff helped him.